Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 21-sep-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve dislodged due to interaction with the delivery catheter system (dcs). Subsequently, a new medtronic valve was opened, however it was ultimately not used due to an unspecified reason. A non-medtronic valve was subsequently implanted.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second medtronic valve was not used because per the physician, it was noted that with the guidewire being placed on the outer curve of the aortic arch, the second valve would have pushed the first valve down below the sinotubular junction (stj) even with a snare in place. Therefore, a non-medtronic transcatheter valve was used and implanted in the aortic position instead.